Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (b)6) 2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in moderately calcified femoral left anterior descending artery. After pre-dilatation was performed a 2.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure it was failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.